Event description:
In preparation for a flex sigmoidoscopy, an 8 fr french feeding tube was placed by a gi nurse in the intubated and sedated pt. Air bolus in stomach inaudible, pt coughed frequently, oxygen saturation level decreased, diminished breath sounds on one side, and the heart rate and blood pressure decreased. The feeding tube was removed. A stat chest x-ray revelaed the pt had a pneumothorax with a mediastinal shift. Chest tube placed with pleurovac suction. Pt's death on 7/2/95 not directly related to pneumothorax caused by insertion of feeding tube.